Event description:
It was reported that during an unspecified stenting procedure, a stent dislodgement occurred. The lesion was located in the inferior bile duct. The lesion length was 2cm and the characteristics are unk. The express biliary ld stent 8.0x40mm was advanced along the guide wire with resistance and unable to cross the lesion. The delivery system was withdrawn, and another MFR's sheath was advanced with resistance. The stent delivery system was unable to be advanced across the lesion a second time and was removed. The stent was noted to be missing and was located in the sheath and removed. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's condition is reported as "good".